Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. The patient reported two instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
It was reported that a patient experienced adverse events on two separate occasions, both involving similar circumstances but occurring on different dates. Date of event is an approximation. According to the patient¿s child, the first incident occurred around (B)(6) 2024, during which the patient experienced a hypoglycemic event resulting in loss of consciousness. This event was described as being similar in nature to a subsequent incident that occurred in (B)(6) 2025. However, no specific details were provided regarding the september 2024 event beyond the similarity to the later occurrence. Despite additional follow-up attempts to obtain further clarification, no response has been received. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.